Event description:
It was reported that pump displayed malfunction code malf 12 and customer had experienced at least three previous occurrences of this malfunction before contacting support, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, and pump replacement was arranged by cts under case (B)(4), with no additional outcome details provided.